Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not have transmitter failed/error/alert. Report was submitted in error. Please disregard all information in MFR 3004753838-2022-110943 as this will not be reportable.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, after further review of the complaint record, it was determined that the patient did not have transmitter failed/error/alert. Report was submitted in error. Please disregard all information in MFR 3004753838-2022-110943 as this will not be reportable.